Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a hysterectomy the jaw would lock on tissue. The error message replace the instrument was also displayed. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #m91g41. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.